Event description:
Caller states that she tested at >200 mg/dl around noon and around 7:00 pm she began experiencing low blood glucose symptoms. At approx 10:00 pm she tested at 415 mg/dl on the device. She states that she was taken to the hosp at some point later, where she tested at 49 mg/dl on the hosp device and was given juice. Timeframe between 415 mg/dl and 49 mg/dl result not provided. No strip info was provided. No quality controls were used. Requested return of suspect device and replacement was sent.